Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon advancing the wheel/button.

Event description:
On 9/30/2021, it was reported by a sales representative via sems that an ar-6068-90r quickpass lasso, qty.2 of the passing wire would not deploy from the device making the product unusable. This was discovered during use in a right shoulder arthroscopy with anterior labral repair on (B)(6) 2021. The case was completed by using a third ar-6068-25tr.